Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the guide wire broke intra-op while using it as part of the operation procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that fragments were generated when the device broke and those fragments were not removed from the patient. The procedure was delayed about fifteen (15) minutes. The patient status was reported as fine.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The incorrect g4 date was inadvertently utilized in previous medwatch (mwr-05032018-0000066679). The correct date is 2/22/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was conducted. Received condition: the 3.2mm guide wire 400mm has been received with the entire threaded tip broken off. The broken off portion measuring approximately 10 mm is not available for investigation. The device is bent and there are striations and marks in two areas of the remaining shaft. Because of the existing wear the article and lot inscriptions have disappeared. Dimension: because of the missing front portion, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The remaining shaft diameter was measured referring to the actual technical drawing and found to meet the specifications. DHR review: as the lot number is unknown and has not been provided from the customer, a DHR review could not be conducted. Conclusion: a final manufacturing conclusion cannot be presented because of the condition of the product and the received poor clinical information. The bending and the visible striation marks on the remaining guide wire shaft indicate excessive force application. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.